Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation of the device shows the tibial impactor head split in half. Split occurred in the middle of the part, in the cavity that surrounds the shaft pin. The strike cap appears heavily used with dents and marks. The handle also shows signs of wear. The most likely cause of the reported failure is wear and tear.

Event description:
On 10/11/2022, it was reported by a sales representative via sems that a ar-623-36 handle is broken. This was discovered during an unspecified time, with no patient effect reported.